Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component a vela main printed circuit board assembly (pcba) and performed a failure investigation. The reported issue was confirmed and not duplicated in the laboratory setting. Additional failure found "no cal data" alarm, after a calibration the unit performed without fault.

Event description:
The customer reported that their vela ventilator alarmed "vent inop". The customer reported that there was no patient involvement.

Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop". The customer reported that there was no patient involvement.